Event description:
New information notes the device was explanted and replaced.

Event description:
It was reported that oversensing was observed on the device. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.